Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified alarm occurred. The customer's blood glucose (bg) level was over 500 mg/dl and was addressed with a manual injection. Troubleshooting was unable to be performed with tandem technical support, as the pump was in storage mode at the time of the report as the customer had not charged the pump battery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; investigation could not be completed as the cartridge was not returned. However, a different issue was identified.